Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were disconnected. A technical support specialist (tss) mentioned that servers were already backed up and proceeded to restart the sync services, and which resulted in critical override so that logs were shown new data was applied was confirmed. Later customer reported that only 9 devices were not yet communicated and the tss restarted the data sync on those 9 devices and confirmed that as per enterprise server, the devices were communicating without any issues, and customer confirmed the functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were disconnected and unable to log on pyxis server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.